Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was black on surgeon side console(ssc)1. A technical support engineer (tse) asked her if they could restart the system, she said no, the surgery was ongoing and her colleague was working on the second console. The tse asked her to shutdown the system at the end of surgery and cycle the ssc1 breaker. Tse explained if the left eye was not recovered, it was most likely due to the left monitor. Tse viewed the system event logs and could see an error code 48200 pointing the personality module surgeon console (pmsc). Last logs did not show the reboot requested by previous tse and found that the error 48200 was recurrent. An investigation regarding any extra video cable (eg. Dvi) connected to pmsc during startup was relevant here. This behavior may generate error 48200. Tse tried to call back reporter, there was no answer and voicemail was full. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed loss of signal in left eye and replaced the personality module surgeon console (pmsc) of ssc1 to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding loss of vision in left eye was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer switched to a second console after the start of the procedure due to vision issues on one console. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed, and the reported failure was confirmed/replicated. The technician was able to replicate the reported problem by installing this personality module surgeon console (pmsc) into the system and upon testing, it failed with error 48200 at start up. There was no video on the left surgeon side console (ssc) and no board ID on surgeon console leaf (scl) 1. The complaint regarding loss of vision in left eye was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to the defective scl1 of the pmsc, indicating a component failure.